Manufacturer narrative:
A2: age at time of event: 54 (units not specified). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice cassette leaked; further described as ¿leak on the line that connects to the second solution bag¿. This was observed during first dwell of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a damaged white clamp supply line. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak from the white clamp supply line located below the shrouder. The reported condition was verified. The cause of the condition was related to manufacturing during automation assembly process; possibly due to a metal burr on the gripper combined with excess solvent around the connection point. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.